Event description:
Boston scientific received info that a battery depletion (bd) error was observed with this device during a pt f/u. No adverse pt effects were reported. A memory download was performed and sent to boston scientific technical services (ts) for eval. Data analysis revealed that the battery is depleting faster than expected and the current projection is that elective replacement indicator (eri) will be reached in three months. This info was communicated to the field rep and it was also discussed what protective measures could be taken with the pt until eri is reached. At this time, the device remains implanted and in service.

Manufacturer narrative:
Once any additional info becomes available, this report will be updated.